Event description:
This MDR is related to 3013840437-2021-00195 referring to the same patient. This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse®, a month prior to this report, in 2021. Radiesse® was hyper-diluted. The area reportedly looked great after the injection. In 2021, after the treatment with radiesse®, the patient experienced a calcification proximal to where radiesse® was injected. There was a calcified mass about 3mm x 10mm in size, sharp and hard when palpated. Three to four days prior to report, the injector used hylenex, however, it did not do anything. Due to provided information, the outcome of the events was considered as not resolved. Follow-up information was received on 25-sep-2021: this case was upgraded to serious. The event term calcification/calcified mass was amended to calcification/calcified mass/ large calcified mass was radiesse, and it was recoded from injection site calcification to product distribution issue. The event foreign body reaction was added. The patients initials, gender, date of birth and age were provided. The patient was a (B)(6) female patient. It was confirmed that she was injected with radiesse, into the n/c fold (as reported). On (B)(6) 2021, the patient had a soft tissue lower lip excision and a biopsy. On (B)(6) 2021, it confirmed that the large calcified mass was radiesse. The diagnosis was calcium hydroxyapatite dermal filler with a foreign body reaction. Microscopic description stated that the sections consisted of many pieces of skeletal muscle within which there were many faintly refractile spherical foreign body particles that were mauve-green in colour, surrounded by epithelioid histocytes and foreign-body type giant cells. Some of these particles were within the giant cells. Gross description stated that it was received in formalin and was a 1.5 x 1.0 x 0.2 cm aggregate of friable tan tissue fragments and a white soft inorganic substance. Due to loss of elastic tension and formalin shrinkage, the measurements in the laboratory description were possibly less than those taken at the time of surgical removal. The clinical impression was a foreign body/filler extravasation. The outcome of the events calcification/calcified mass/ large calcified mass was radiesse and sharp and hard to palpate, remained unchanged. Due to the provided information, the outcome of the event foreign body reaction was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, calcification/calcified mass/ large calcified mass was radiesse (product distribution issue), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.